Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. No moisture damage on electronic assembly or under lcd screen noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that, the insulin pump was exposed to moisture. The blood glucose was 136 mg/dl at the time of the incident. Customer reported that, there is fluid under the display screen. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.